Manufacturer narrative:
Submit date: 2/03/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a safety needle. Customer reports that while pushing the safety lock into place, the top part broke and the user was stuck in the left thumb.